Event description:
A consumer reported via a manufacturer representative that the implantable neurostimulator (ins) suddenly stopped working, it was not possible to recharge, or interrogate with the clinician programmer. The consumer¿s pain came immediately back. No factors were known to have led to the event. The representative tried to restart the ins with the recharging belt, which was not possible immediately, but after several attempts the ins started recharging without the 60 minute ¿debloquing¿ procedure. After two hours of recharging less than 25% was recharged. It was possible to interrogate the ins with the clinician programmer with ¿electrical re-initialisation 0x8¿ message displayed. Additional information received from the representative reported the consumer could fully recharge now, but received an electrical shock when he restarted his ins for the first time. The representative programmed him with a lower voltage. Data showed impedances were within normal limits.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.